Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced a methicillin-resistant staphylococcus aureus (mrsa) infection post operation. The mrsa infection is not believed to be device related. The recipient was hospitalized and treated with linezolid, rifampin, and ciprodex. As of (B)(6) 2020, the infection has resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a (B)(6) infection. Advanced bionics is in the process of gathering more information. Once more information is gathered, a supplemental report will be submitted.